Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Initial reporter: this event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a laparoscopic-assisted vaginal hysterectomy, left salpingo-oophorectomy, partial right salpingectomy, extensive laparoscopic lysis of adhesions, anterior and posterior vaginal repair, enterocele repair, perineoplasty, sacrospinous vault suspension, transobturator tape mid-urethral sling, and cystoscopy procedure performed on (B)(6) 2020, for the treatment of menometrorrhagia, dysmenorrhea, dyspareunia, pelvic pain, symptomatic pelvic floor relaxation, and mixed urinary incontinence with stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury. According to the findings of the implant procedure, there was a bulbous uterus with extensive adhesive disease in the pelvis involving both adnexal regions with the right adnexa, distal portion of the fallopian tube, and the right ovary not seen after inspection of the right pelvic sidewall, requiring a dissection to the infundibulopelvic ligament in which again no right distal portion of the fallopian tube or right ovary were appreciated. The left adnexa was noted to be firmly adherent to the left pelvic sidewall as well as the sigmoid colon, requiring extensive laparoscopic lysis of adhesions done by the physician. There was good support of the anterior and posterior vaginal walls in addition to the apical vaginal tissue without any undue tension on any suture sites. Cystoscopy revealed normal urinary bladder, bilateral ureteral efflux, and no undue tension noted at the level of the mid urethra after sling placement on cystoscopy evaluation. The patient tolerated the procedure well, was awoken from general anesthesia and was taken to recovery in stable condition.